Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was a therapy knob failure on this device. There was no report of pt involvement.